Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: instrument wire was broken during case and not the total tip of the instrument. The instrument did not have any dislodged/loose/missing pieces.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found with a missing grip pin. The pin measuring approximately 0.076" x 0.204" in size was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Refer to annex a, b, c, d, and g for updated information.

Event description:
Refer to h10/h11 for follow-up information.